Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed that far field r-wave oversensing was seen on save to disk and printout. The oversensing triggered the mode switch. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was mode switching from ddd to ddir and suddenly increasing to one hundred beats per minute for six beats and the back to sixty. The device remains in use. No patient complications have been reported as a result of this event.